Event description:
It was reported that during use the hub separated 3 times with a bd syringe 0.3ml 31ga 8mm. The following information was provided by the initial reporter: it was reported that needle hub separated.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9176514. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200832223] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-13. H.6. Investigation summary customer returned (11) 3/10cc, 8mm, 31g walgreens syringes (1 in an open poly bag, 10 in a sealed poly bag) from lot # 9176514. Customer states that the needle hub separated and shields were difficult to remove. The syringe in the open poly bag was returned with the hub-needle/shield assembly separated from the barrel. All samples in the sealed poly bag were tested to determine the shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). All removal forces fall within specifications. A review of the device history record was completed for batch# 9176514. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200832223] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. CAPA 1122103 has been opened to address this issue. " complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use the hub separated 3 times with a bd syringe 0.3ml 31ga 8mm. The following information was provided by the initial reporter: it was reported that needle hub separated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the hub separated 3 times with a bd syringe 0.3ml 31ga 8mm. The following information was provided by the initial reporter: it was reported that needle hub separated.